Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a bipap device's sound abatement foam became degraded and caused renal failure, dizziness and headaches while using this device. There was no medical intervention required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Observed the following from internal and external inspection - an unknown contaminant on the top enclosure, rear panel, and the pca p3 connector. An unknown dust contaminant was observed on the front panel, rear panel, and bottom enclosure. An insect was observed on the bottom enclosure. An unknown dust contaminant was observed on the blower and blower seal. A piece of plastic-like material was observed laying on the blower box underneath the blower. A keratin-like substance was observed on the blower box outlet. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no errors found. The manufacturer concludes,that they could not confirm the customer complaint and they confirmed evidence of sound abatement foam degradation/breakdown was not observed. They confirmed no presence of degraded sound abatement foam. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused renal failure, dizziness and headaches. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.